Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2135402 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a split at the end of the catheter of a 5f mynx control vascular closure device (vcd), which exposed the sealant and could not be used. There was no reported patient injury. The split was noticed during prep. The user is trained to the device. The device was stored per labeling and opened in a sterile field. The device was not returned for evaluation.

Manufacturer narrative:
There is no additional information received or changes made to this report. This report was generated an error and due to the system's limitation this report is being submitted.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. As reported, there was a split at the end of the catheter of a 5f mynx control vascular closure device (vcd), which exposed the sealant and could not be used. There was no reported patient injury. The split was noticed during prep. The user was trained to the device. The device was stored per labeling and opened in a sterile field. The product was not returned for analysis. A product history record (phr) review of lot f2135402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ sealant sleeves frayed/split/torn¿ and ¿deployment difficulty-premature¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural and handling factors may have contributed to the reported events. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.